Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, noise was noted on the atrial lead. Physician was unable to obtain information from psa due to noise. Lead was not used and was replaced.